Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the stent moved on the balloon. Vascular access was obtained through the femoral artery. The physician was treating a 90% stenosed lesion located in the severely tortuous and severely calcified left to right common iliac artery (cia). The lesion was pre-dilated. This 8.0x40x135cm express ld stent was advanced to the lesion, however, it was unable to cross the lesion after several attempts due to the severe calcification. During attempts to cross the lesion, the stent moved approximately 1mm proximally on the balloon. The device was removed from the patient intact without difficulties. There wasn't any damage noted to the stent upon removal. The procedure was completed with an 8.0x27x135 express ld stent. There were no reported patient complications. The patient status is listed as good.

Manufacturer narrative:
The event occurred in (B) (6). Caller did not know which aviva system produced the erroneous results. This medwatch report is for the suspect device used in aviva system (lot number 202431, expiration date 06/30/2011). (B) (4). (B) (4)

Event description:
Caller reports that during a correlation study the following sensor/aviva results were obtained: 1) 56 mg/dl/42 mg/dl 2) 94 mg/dl/70 mg/dl 3) 51 mg/dl/37 mg/dl 4) 91 mg/dl/66 mg/dl 5) 68 mg/dl/49 mg/dl 6) 89 mg/dl/64 mg/dl 7) 70 mg/dl/50 mg/dl 8) 40 mg/dl/28 mg/dl 9) 40 mg/dl/28 mg/dl 10) 76 mg/dl/53 mg/dl 11) 79 mg/dl/54 mg/dl 12) 72 mg/dl/49 mg/dl 13) 81 mg/dl/55 mg/dl 14) 115 mg/dl/78 mg/dl 15) 80 mg/dl/54 mg/dl 16) 73 mg/dl/49 mg/dl 17) 96 mg/dl/63 mg/dl 18) 59 mg/dl/37 mg/dl 19) 40 mg/dl/24 mg/dl 20) 80 mg/dl/48 mg/dl 21) 36 mg/dl/21 mg/dl 22) 58 mg/dl/33 mg/dl no actions taken based on device result. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Caller did not know which aviva system produced the erroneous results. This medwatch report is for the suspect device used in aviva system (lot number 202431, expiration date 06/30/2011). (B)(4). Corrected lot number to 202427